Event description:
According to the op report this valve was explanted due to paravalvular leak, mitral valve regurgitation, hemolytic anemia and atrial fibrillation. Intraoperatively, there was a broken suture near the anterior part of the mitral valve. The valve was explanted and replaced with a 27m-101. The pt was transferred to the ICU in stable condition.